Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the inserter for trochanteric elastic nail (ten) was placed on the guide rod on the impactor. It was then impacted to continue the insertion of the nail inside the medullary canal. The inserter(ten) for nail was locking and it was not possible to drop the nail. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.